Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to a broken pin from the transducer receptacle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the shockpulse-se lithotripsy system was not producing any power. The issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.